Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cannula that was damaged occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required.